Event description:
The manufacturer received information alleging a bipap a 30 ventilator inoperative error code was discovered in the device's event log during evaluation. The device was not reported to be in patient use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating (unit is exceeding the requested pressure settings for 10 seconds. ,high pressure sensor reading, large amount of drift, pinched/blocked tubing seconds.) Was observed in the device event log therefore it is recommended that the system board be replaced to address the issue. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. No repair was performed. The device was scrapped as per customer request. Additionally, during the evaluation serial number label and event log could not be read unrelated to the reported malfunction therefore it is recommended that the system board be replaced to address the issue.